Manufacturer narrative:
There is no known patient involvement. The date of event was not reported. This information will be provided in a supplemental report if and when made available. The heater-cooler 16-02-80 is not distributed in the USA. However, it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Sorin implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Through follow-up communication with the customer, sorin (B)(4) group learned that the device is not available for return, as it is still in use. The facility confirmed that there is no known patient infection at this time. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that mycobacterium chimaera was identified in the water of the sorin heater-cooler system 3t. There is no known patient involvement.